Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, with a current fill estimate of (B)(4) units compared to the caller's expectation of (B)(4) units. There was no adverse impact to the customer's blood glucose level. The caller completed the necessary steps, such as loading process and using room temperature insulin, but chose not to disconnect for a bolus test. Technical support assisted the caller in filling and loading a new cartridge, and the caller was advised to monitor the situation and follow up if necessary.